Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the hinge broke from an endsnorz sleep appliance (silent nite 3d) device.

Event description:
A healthcare professional reported that the acrylic button that hold removeable arms detached from the appliance. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient discontinued the use of the device and no medical and or surgical procedures were required.

Manufacturer narrative:
Product return status has been requested from the customer. Additional patient and event information was received from the customer. The patient's ethnicity/race was reported as hispanic, and the weight was reported as n/a. The following sections have additional information. A2. A3a. A5. B3. B5. B7. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Per the reported information, the device was returned by the customer. However, the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. Based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Section d2a was entered incorrectly in the initial report. Section d2a has been corrected.